Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states in the rear of frame both sides are broken. She states it looks like they are broken at the weld but not sure. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.